Event description:
It was reported that the ilet user missed a meal announcement, was advised not to announce after 30 minutes had elapsed, and to allow the algorithm to correct, after which blood glucose rose to 192 mg/dl and returned to range within approximately 45 minutes; this event involved user handling and the user interface, without device malfunction. Symptoms includedhyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.